Manufacturer narrative:
Baxter's product surveillance department will review proper procedures with the home patient.

Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain of his automated peritoneal dialyisis therapy. Per initial reports, the home patient had connected after initiating the initial drain. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.